Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with "bad display--can only see half the screen." This problem was identified during programming/set-up. This condition had the potential to interrupt delivery. There was no patient involvement, injury or medical intervention necessary. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be filed if any additional details become available.